Event description:
Device malfunction: none. Symptoms / ae: partial hemianopsia. Time of symptoms: during and after the procedure. It was reported that during a right internal carotid artery stenting procedure, during pre- and post-dilatation with a competitor balloon, the patient experienced transient partial hemianopsia. The vision loss was noted in the lateral quadrant and medical quadrant of the right eye. The lateral quadrant vision loss resolved that same day, however, the medial quadrant vision loss is persistent. Approximately 2 weeks prior to the procedure, the patient had a similar experience; however, her vision returned completely within a few minutes. Three days prior to the procedure, the patient was started on heparin in order to be at a therapeutic inr for the procedure. Due to the hemianopsia, the heparin was continued post-procedure. On the day of the event, a CT scan was done and was negative; however, the neurologist feels it was an embolic event to the right ophthalmic artery resulting in an infarct. The vision continues to improve. Four days post-procedure, the patient was discharged to home. Although requested, there is no additional information available. Study event.

Manufacturer narrative:
The customer reported the embolic protection device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.